Event description:
It was reported by the user facility that the sabo sag saw was producing metal shaving. There was no report of the metal shavings entering the surgical site. No clinically significant delay was alleged with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported by the user facility that the sabo sag saw was producing metal shaving. There was no report of the metal shavings entering the surgical site. No clinically significant delay was alleged with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. It was determined that the link with the fins inside the head assembly was likely broken, which is the probable cause of the reported event. The device was repaired and returned to the user facility.